Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to non-boston scientific right ventricular (rv) lead fracture that led to noise and an inappropriate shock being delivered. No system replacement was performed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).